Manufacturer narrative:
UDI # unavailable.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, device backup vvi mode was observed. Patient was presented to the emergency room and upon device interrogation, due to device vibration. The device tachy-therapy as disabled. The device was restored to normal function and a device download was performed successfully. It was noted that the power on reset was related to rapid drop in battery voltage however there was no premature battery depletion and it was normal battery capacity and no indication of elective replacement indicator. Device was explanted and a new device was implanted. Patient was stable.

Manufacturer narrative:
Additional information: per analysis update. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.